Manufacturer narrative:
Investigation summary bd had not received samples, but one (1) photo was provided for investigation. The photo was reviewed and the indicated failure mode for gel smearing was observed. Additionally, 100 retention samples from bd inventory were evaluated by visual examination and the issue of gel smearing was not observed. Complaints for sample quality for the month of (B)(6) 2024 were not under statistical control therefore factors that may contribute to gel smearing was evaluated through a clinical study to verify the design of the device met it¿s intended use. There were no difficulties encountered during blood collection and all tubes exhibited proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure mode, gel smearing, via clinical investigation because the defect was not evident in the testing of the complaint lot samples. All visual observations of both retain and control samples tested demonstrated clinically acceptable performance. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of gel smearing based on the photo analysis. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported that while using bd vacutainer® sst¿ ii advance tube, gel runs down the wall after centrifugation on unspecific number of tubes. No patient impact reported.

Manufacturer narrative:
E1: initial reporter phone #: (B)(6) b3: date of event is unknown. The date received by manufacturer has been used for this field. Investigation summary: bd had not received samples, but one (1) photo was provided for investigation. The photo was reviewed and the indicated failure mode for gel smearing was observed. Additionally, (B)(4)retention samples from bd inventory were evaluated by visual examination and the issue of gel smearing was not observed. Complaints for sample quality are under statistical control for the month of(B)(6)2024. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of gel smearing based on the photo analysis. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported that while using bd vacutainer® sst¿ ii advance tube, gel runs down the wall after centrifugation on unspecific number of tubes. No patient impact reported.